Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stent insertion in duodenum performed on (B)(6), 2012. According to the complaint, during the procedure, the balloon would not inflate inside the patient. Upon removing the device from the patient a leak was noticed in the balloon material. It was confirmed there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed; however a pinhole leak was noted in the balloon material upon inflation of the device. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source).a review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stent insertion in biliary performed on (B)(6), 2012. According to the complaint, during the procedure, the balloon would not inflate inside the patient. Upon removing the device from the patient a leak was noticed in the balloon material. It was confirmed there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.